Manufacturer narrative:
Concomitant products: 507645 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was possibly fractured. The lead was capped and replaced as a result. No patient complications have been reported as a result of this event.